Event description:
Customer reported having high blood glucose from her antibiotics. The customer's blood glucose was 509 mg/dl. The customer stated she had given herself a bolus delivery to treat her blood glucose. The customer also stated she was thirsty due to her high blood glucose. Troubleshooting found insulin was able to exit from the tubing. The customer also stated there was bubbles in her tubing. The customer was advised to change her infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.